Manufacturer narrative:
Qn# (B)(4). Section g.2.-report source corrected to other - medwatch. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: it was reported that 25g needle broke off into patient's skin. Able to pull broken needle out with tweezers. A new kit was used."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: it was reported that 25g needle broke off into patient's skin. Able to pull broken needle out with tweezers. A new kit was used."